Manufacturer narrative:
After further investigation it has been determined that the reported issue occurred with a merit health products product. The initial reported issue was not related to a medline industries, lp product.

Manufacturer narrative:
According to the customer, when walking with the rollator on (B)(6) 2026 a "bolt broke", causing the "front left wheel to fall off", and for him to fall and hit his "head and left shoulder" on the ground. The customer reported that there was "no visible injury" after the incident, but he does note a "slight headache". The customer reported that he did not require any medical attention at this time. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when walking with the rollator on (B)(6) 2026 a "bolt broke", causing the "front left wheel to fall off", and for him to fall and hit his "head and left shoulder" on the ground.